Event description:
This report summarizes 0 malfunction events in which the device or cutting accessory fractured.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 1 event was previously reported during the reporting quarter; however:   1 event was reported in error. 0 previously reported events are included in this follow-up record. H3 other text : event reported in MFR rpt# 0001811755-2021-00063/

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device fractured. 1 event had no patient involvement; no patient impact.